Event description:
Procedure: bowel resection, reportedly, the stapler fired across the jejunum, but would not release from tissue. The surgeon had to cover the procedure to a laparotomy to remove instruemnt.